Event description:
On 8/19/96, arrived on scene to find a male age 82 approx. 175 pounds diaphoretic in cardiac arrest. Crew attached unit. Unit displayed v-fib rhythm. Crew attempted to analyze but screen now read "monitor only". They pressed on the pads with same outcome. The crew put pt into ambulance, removed electrodes and got the same results. They transported pt to hosp where he was pronounced. At station, crew attached unit to their defib manikin and it would not come out of monitor mode. When asked if pt cable was severly bent, cust said it was. User facility will not release device for co eval. They wish to arrange for an independent eval. Co received info by phone 8/20/96 and received a medwatch from the user facility on 9/5/96.